Event description:
It was reported that the patient experienced an infection at the anchor site. As such, surgical intervention took place on (B)(6) 2026 wherein the entire system was explanted to address the issue. The infection is being treated with IV medication.

Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.